Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) reported the ipg was "faulty" due to feeling an electric current sensation during a thunder storm. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 wherein the ipg was explanted and replaced with a new one.